Manufacturer narrative:
A field service rep performed testing and investigation at the user facility. The ground prong of the power cord is missing. This was due to physical damage to the ac power cord. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a missing ground prong. The device was returned to the biomedical engineering dept with an unsigned note that stated, "ac power cord blade broken/missing ground lug." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.